Event description:
It was reported that the procedure was to treat a mildly calcified distal right coronary artery. A 2.5 x 15 mm mini vision was advanced to the lesion; however, the balloon did not expand even though the inflation device was inflated to 15 atmospheres and the stent could not be deployed. A 2.5 x 18 mm mini vision was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported inflation difficulty could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.